Manufacturer narrative:
Batch review performed on 12-jul-2022: lot 2114979: (B)(4) items manufactured and released on 01-dec-2021. Expiration date: 2026-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot 2003895: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2103663: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 (k170452) lot 2110377: (B)(4) items manufactured and released on 22-nov-2021. Expiration date: 2026-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Reverse shoulder system 04.01.0184 short humeral diaphysis - cementless - 11 (k180089) lot 1910856: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department early infection in rsa, 5 months after index operation. Infection is a known possible adverse event following every surgery, including rsa's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
At about 5 months after the primary surgery, the patient came reporting fever and pain due to septic mobilization of the implant. The surgeon revised successfully all components.